Event description:
According to the reporter, on (B)(6) 2017, intra-operatively in a laparoscopic resection colon anterior low, the device had unloading issue, then the device pieces were detached in the cavity of the patient, it was retrieved using a tweezers. No injury reported.